Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge coupled device broke and light guide rod lens foreign material. Based on the results of the investigation there is cause traced to charge coupled device failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope experienced no image. The issue happened during inspection for use. There were no reports of patient harm.